Event description:
It was reported that during an unknown procedure the device was demonstrating replace instrument error message as soon as it was plugged in this occurred 3 times. Patient impact is unknown.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2023 d4 batch #: m92237. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with footswitch assembly and was able to pass the pre run test. The handpiece was disassembled to verify the condition of the internal components, and evidence of remanufactured activities and component replacement was noted. The internal hand activation wire was different from the standard wire used at the current ees manufacturing process. In addition, the moisture indicator was positive, the moisture indicator may have been activated due to the remanufactured condition, this has been identified as a remanufactured handpiece. It is possible that this affected handpiece functionality. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch m92237, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.